Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. Pre-use inspection was performed. Pre-cleaning was done immediately after patient procedure. Water was aspirated through instrument/suction channel with a suction pump until the aspirated liquid becomes clear. Forceps elevator moved to raise and lower three times in the water during aspiration. Aspiration was done with both first and second position of suction valve. The air/water channel was not flushed with water and air by using mh-948. Air/water channel and balloon channel was not flushed with water and air by using maj-1444 and maj-629. Auxiliary water channel was flushed with water. There were no abnormalities with accessories used for reprocessing. The time from pre-cleaning to manual cleaning was less than 60 minutes. Leak test was performed in accordance with instructions for use (IFU). The detergent used for manual cleaning was mediclean forte (manufacturer: dr weigert). The instrument/suction channel, suction cylinder and instrument channel port was brushed. The detergent was aspirated through the instrument/suction channel and brush was inserted into instrument channel from the suction cylinder. The forceps elevator was brushed. The distal end was brushed with channel-opening brush and maj-1888. The air/water channel, instrument/suction channel and auxiliary channel was flushed. The flushing was done with accessories described in IFU. The forceps elevator was operated (up/down) in the detergent solution. The forceps elevator was flushed properly and distal end flushed with (B)(4). The customer uses automated endoscopic reprocessor (aer) model getinghe ed-flow (manufacturer: getinghe) along with detergent getinghe cleaner and disinfectant getinghe peracetic acid (paa). A clear system was established to avoid any mix-up/cross-contamination of contaminated and reprocessed endoscopes/accessories. The endoscope was stored in a simple cabinet with drying function (droogkast). The scope was placed horizontally and vertically hanged. The endoscope was stored in a drying cabinet for a maximum of 30 days before the next procedure. The accessories were handled according to the manual. Process training was provided by olympus and participant list was available. The hmi (hygiene microbiological report) test was conducted in an external laboratory. The inlet water and final rinse water from the aer was tested. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, instrument/biopsy/suction channel, air/water channel and auxiliary water channel were tested and there was no presence of microorganism detected. Overall, the results are in conformance with the requirements. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the colonovideoscope tested positive for microbial contamination. The hygiene microbiological investigation report from the customer indicated that the instrument channel of the scope was rinsed and cultured. The suction channel tested positive for 16 colony forming units (cfu) per 20 milliliter (ml) of candida parapsilosis, more than 100 cfu/20 ml of microbacterium species and 30 cfu/20 ml chryseobacterium species. The suction channel was brushed and tested positive for 36 cfu / 20 ml microbacterium species. The instrument channel tested positive for 4 cfu/20 ml candida parapsilosis and 105 cfu/20 ml of microbacterium species. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: 1. Switch box is deformed. 2. Air/water cylinder has discoloration. 3. Scope cylinder has discoloration 4. Base plate with watermarks 5. Old design scope stoppers 6. Plug unit is damaged 7. Due to clogging of jet tube, water cannot be supplied. 8. Due to clogging of air/water tube, air supply volume does not meet the standard value. 9. Due to clogging of nozzle, water supply volume does not meet the standard value. 10. Due to clogging of channel tube, suction volume does not meet the standard value. 11. Due to wear of angle wire, bending angle in up direction does not meet the standard value. 12. Due to wear of angle wire, the play of up/down knob is out of the standard value 13. Distal end cap cover has a dent. 14. Objective lens adhesive discolored 15. Light guide lens adhesive chipped 16. Adhesive on bending section rubber is detached. 17. Connecting tube is snaking. 18. Universal cord has a wrinkle. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.